Event description:
It was reported that during an attempted implant, the right atrial (ra) lead was inserted into the sheath. The helix was found to be extended out automatically via the x-ray of the atrium without any twisting or rotation of the ra lead. The ra lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4)